Manufacturer narrative:
No discrepant high tni was observed with in-house testing of complaint lot w53465. All reps of testing yielded tni results >0.05ng/ml, as expected. No sample was returned for testing. Unable to determine root cause of customers complaint. Sample interference cannot be ruled out. As of (B)(4) 2013 there are two total complaints against device lot w53465. The other complaint is from the same customer. Product deficiency not established; corrective action not required at this time.

Event description:
Caller alleged false positive troponin (tni) results. Results as follows: no specific patient info was provided. Patient's was referred to a cardiologist. Higher results were reported, experienced tech performed tests, qc and qcd passed as expected, edta wb, full-draw, visual inspection of specimen: ok, nothing unusual.